Event description:
It was reported that the patient was experiencing itchiness in the nerve endings. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible one.

Event description:
It was reported that the patient was experiencing itchiness in the nerve endings. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible one. Additional information was received that the explanted device was kept by the medical facility and the patient was doing well postoperatively.